Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, and the infusion supplies were found disconnected from the body; an agent guided the patient through a complete supply change and provided troubleshooting and education. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.